Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), after the implantation site was determined and the device was deployed, the tip of the leadless ipg delivery system (ds) made a springing motion. The electrical measurements of the device were within normal limits, and it was confirmed that two tines were engaged. After flushing the ds, the tether was flossed and cut, and then the tether was pulled. The operator mentioned feeling resistance. The tether was pulled again, and although there was resistance, traction continued. After pulling about seventy to eighty centimetres, strong resistance was encountered. A recapture was attempted, and the device was successfully brought into the cup. Upon inspection outside the body, it was found that the ds tether was entangled about five cm from the device. The ds and device were attempted/not used due to tether entanglement and replaced with successful deployment of the second device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The tether was cut. The tether was knotted at 3.2 cm from the device recapture feature. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.